Manufacturer narrative:
The subject device was returned for evaluation. Visual evaluation noted a bent guide wire. There was successful fastener deployment during the functional evaluation. Internal component evaluation finds that all of the components are in place and in good condition, no manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause for the reported issue is determined to be related to user device interface from applied forces while in use. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in october, 2020. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the bard/davol optifix straight fixation device was used. It was reported that the fasteners were damaged at the first, the second and the third compressing attempts and further, the tip of the optifix straight device was noted to be bent. As reported, there were loose/broken fasteners. Another device was used to complete the procedure. There was no reported patient injury.